Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hm report shows nst with noise potentials on tip to ring rv nearfield iegm. Pt brought in office and unable to recreate with arm movements with pt sitting upright in chair. Iegm of nst show when pt was asleep thus assumed noise to be positional. Lead and device remain implanted at this time. Should additional information be received this file will be updated.